Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer worked with pharmacy person and cleared the med jam on matrix drawer 6. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the drawer failed, cannot be closed causing a delay in dispensing medications to the patient. The customer already rebooted and recover but the issue is still persistent. There were no adverse events or injuries reported based on this event.